Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will c submitted.

Event description:
It was reported that multiple cartridge alarms occurred. There was no reported adverse impact to customer's blood glucose level. A pump evaluation was performed and confirmed that the pump was in working condition.